Event description:
The customer stated that the insulin pump was priming abnormally and that it had a crack in the casing. Troubleshooting was performed, and it was found that the insulin pump had alarmed motor error. During troubleshooting, the customer stated that he was taken to the hosp by paramedics due to hypoglycemia. The customer could not perform a displacement test at the time of the phone call because he did not have the necessary supplies. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.